Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a change sensor alarm was received during normal use and inconsistent sensor readings have been received. The customer's blood glucose reading was 306 mg/dl at the time of incident. Troubleshooting found that the alarm was received after calibration errors and that there were multiple alarms in the pump history. The customer was advised that the sensors would be replaced and to return the product for analysis.